Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the system was placed on (B)(6) 2018. The tubing was found to be loose and disconnected near the injection site by itself. The system was replaced on (B)(6). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing due to the patient line tubing-luer connection being disconnected at the ¿y¿ connector. Adhesive was present at the connection. It is unknown how or when the damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.